Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having difficulty using the serter to insert sensors. Blood glucose level at the time of the incident was not provided. The customer reported that one of the sensors cracked during an insertion attempt and the other one fell out. The customer was advised that the sensors would be replaced but did not return the products for analysis.